Event description:
This device was being used as an occlusion device in the ureter while laser lithotripsy was being performed in 2002. The coil of the device broke off during retrieval and remained in the pt. The stone retrieval was completed. 2 months later the coil was retrieved using a ureteroscope and graspers. There was no report of pt injury. This device has not been returned for eval. Therefore, a failure analysis is not available. As a lot number for this device was not provided, a device history search could not be performed. Therefore, co is unable to determine if the device met its specifications. Without evaluating the device co is unable to determine the relationship between the device and the cause for this event.